Manufacturer narrative:
During the evaluation of the device at the third party service center, a failure of the device to power on was observed. The device's power supply was replaced to address the issue. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge it's internal battery. (B)(4).

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported.